Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent corpectomy at c6 (iliac bone graft) and fusion with plate at c5-c7. On an unknown date, post-op, screw loosening and pseudoarthrosis were found. Reportedly, revision surgery was scheduled to remove the plate and perform posterior fusion.